Event description:
It was reported the patient was experiencing increased recharge burden. As a result, the patient's scs ipg was explanted and replaced with a different model.

Manufacturer narrative:
(B)(4). Recall: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Results: the complaint of ¿frequent charging required¿ was confirmed. As received, the ipg was responsive and communicated with lab utilities. Visual inspection revealed the upper septum was cored and there was fluid intrusion inside the header. After the device was fully charged, functional testing revealed the ipg charged normally and the discharge test showed that the battery¿s capacity was 73% of the capacity at bol. However, based on the ipg as received settings and usage, the calculated recharge interval appears consistent with the reported recharge interval. However, foreign material observed inside the header at the base of the feed through wires caused multiple channels to short to the can causing degraded outputs. If the patient increased the stimulation levels of the ipg to regain or maintain therapy, this could result in the ipg requiring more frequent charging than experienced previously. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).